Event description:
The 8fr. Iab leaked. This was the only info at the time of the report. On 1/01, datascope received the following info: the pt went on to expire and the facility is attributing the pt's death to the event. Event complications: unknown-reported 1/9/01; the pt expired - rpt'd 1/23/01. Pt's current status: expired-rpt'd 1/23/01.